Event description:
The pt underwent therasphere treatment to the right lobe of their liver in 06-2001 and received 151 gy. In 7-2001, their treatment was completed with the left lobe infusion of 149 gy. Initially, the pt had a good response to the treatment with measurable size decrease of liver tumors (CT scan from 08-2001, pet scan from 08-2001). In 11-2001 CT showed disease progression with new tumors in the liver and new, bulky adenopathy at the porta hepatis. Another sign of disease progression was the cea increase from 1873 ng/ml in 08-2001 to 2982 ng/ml in 10-2001. The pt expired in 2002. This death is not related to therasphere treatment; it is due to hepatic and extrahepatic disease progression.